Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number. The UDI number is not known as the part and lot number were not provided. Na.

Event description:
It was reported that a 4.0x150mm armada 18 balloon could not advance over a command 18 guide wire. The balloon and the guide wire had to be removed together. There were no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
D4: the UDI number is not known as the part and lot number were not provided. A visual inspection was performed on the returned guide wire and the reported difficulty to advance and difficulty to remove were confirmed. Device analysis noted the proximal balloon marker and distal balloon marker appear to be dislodged. The proximal balloon marker was located 12.5cm distal to the proximal seal. The distal balloon marker was located 15.5cm distal to the proximal seal. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the part and lot numbers were not reported and the product and labeling were not returned. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to advance and difficult to remove the guide wire from the balloon catheter appear to be related to operational circumstances of the procedure. In this case, based on the returned analysis, it is likely that manipulation and/or inadvertent mishandling of the devices during advancement or the procedure, the inner member became stretched resulting in the difficulty to advance. Further manipulation of the devices ultimately resulted in the noted inner member damages causing the guide wire to freeze or lock in place resulting in the difficulty to remove, and the appearance of the dislodged marker or marker placement. The noted bends on the core likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b5: additional information